Event description:
Customer called to report that the sample stopper came off of the sample tubes of the coulter lh750 hematology analyzer as the needle was retracting back into the cartridge. Customer reported a blood leak of 1 to 2 milliliters from the sample tubes when the sample stopper came off. The blood from the sample tubes spilled onto the rocker bed and the cassette, but was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and stated that the cap pierce module was misaligned, causing the tube stoppers to pull off of the tube. The fse realigned the cap pierce module to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).